Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received for quality investigation. The customer complaint of component damage. No leak could no be verified, however, after evaluation of the return sample, separation of the silicone tubing and the lower pumping segment fitting was identified. Further evaluation of the sample indicates that the silicone tubing assembly collar was previously on the silicone tube but was not returned with the sample. A device history record review could not be performed on model 2260-0500 because a lot number was not provided by the customer. A root cause for the issue seen in this complaint could not be fully determined due to the information provided by the customer and the incomplete sample. Examination of the silicone pumping segment indicates that the assembly collar was on the silicone tubing at some point. The probable root cause for this issue is a mishandling of the infusion set separating the tubing from the lower pumping segment. If the user installs the lower pumping segment first and then attempts to install the upper pumping segment. The stretching of the silicone tubing could separate between the tubing and the pumping fitments. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d low sorb tubing was split in half. The following information was provided by the initial reporter: "IV pump was alarming. Nurse opened IV door to check for air and IV tubing split in half."